Manufacturer narrative:
(B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a new sensor alert occurred. Data was evaluated and the allegation was confirmed as an early sensor expiration alert. The probable cause was determined to be a stale stop command. The reported event of a new sensor alert is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.